Manufacturer narrative:
Covidien reference number: (B)(4). Field service engineer (fse) inspected the device and replaced the mother board printed circuit board (pcb) and inspiratory, blindmate cable. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. There was no patient connected to the device.